Manufacturer narrative:
Results: the reported event was confirmed. As received, microscopic inspection revealed broken wires in the extension header, and continuity testing showed multiple channels were open. The broken wires are consistent with an overstress condition the extension was subjected to while implanted.

Event description:
It was reported the patient (B)(6) experienced loss of stimulation therapy from the scs system. An impedance check revealed multiple lead contacts with invalid impedances. The patient's scs extension was explanted and replaced, which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.